Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that the bd micro-fine ultra¿ pen needle clogged. The following information was provided by the initial reporter, translated from dutch to english: we have an almost empty box of micro fine 4mm, of which the patient claims that a needle occasionally blocks.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-oct-2022. H6: investigation summary: three open 32g x 4mm pen needle samples and were returned from lot. No. 2095659, cat. No. 320141. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test can be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle clogged. The following information was provided by the initial reporter, translated from dutch to english: we have an almost empty box of micro fine 4mm, of which the patient claims that a needle occasionally blocks.